Event description:
Caller reportedly received the following results on an compact plus meter, compared to lab results, within 10 minutes: 157 mg/dl (meter); 86 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips are used up and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.